Manufacturer narrative:
Product 33310c has not returned at this time, therefore, a supplemental report will be submitted after the product is evaluated.

Event description:
During a laparoscopic ventral hernia repair, the lower jaw of the bowel grasper became detached from the instrument. The patient was brought back to the operating room; x-ray confirmed in the abdomen, and the foreign body was retrieved.

Manufacturer narrative:
Our evaluation found one jaw broken off the instrument. The area where the jaw broke is corroded. The tenaculum insert was shipped to our customer on 9/14/2012.